Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output button on an epg (external pulse generator) was broken. The device is expected to be returned for servicing. There was no patient involvement.